Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
It was observed post procedure that the proximal balloon of the trellis burst. Additional information from the customer noted that the trellis balloon was pre-inflated prior to inserting the device into the patient. Investigation of the returned device (B)(6) 2014 found the balloon had a circumferential burst between the ro marker #3 and the black aspiration port. The distal portion of the burst balloon appeared to peal backwards towards the distal tip. The proximal portion of the burst appeared to retract towards the aspiration port.